Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible micro dislodgement was noted on the right ventricular (rv) lead. A pacing failure on the lead was noted by electrocardiogram. The lead was revised and remains in use. No patient complications have been reported as a result of this event.